Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown issue. A new device was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was successfully interrogated and completed a memory dump. The longevity calculation for this device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown issue. A new device was successfully implanted. No additional adverse patient effects were reported.